Manufacturer narrative:
Citation: ahmed m., et al. Valve-in-valve transcatheter aortic-valve replacement with basilica in a patient with history of evans syndrome, heparin induced thrombocytopenia and hemodialysis. Is it even possible? Jacc, may 2021; 77(18):2357. Doi:10.1016/s0735-1097(21)03712-8 earliest date of publish used for date of event. [Medtronic products referenced: mosaic (PMA# p990064, product code: dye). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with prior pseudoaneurysm repair, evans syndrome, heparin-induced thrombocytopenia (hit), anti-phospholipid syndrome and end-stage renal disease (esrd) who had previously undergone surgical aortic valve implantation of a 21-mm medtronic mosaic bioprosthetic valve (unique device identifier numbers not provided). The mosaic valve degenerated with the patient developing severe aortic stenosis with moderate regurgitation. The patient underwent mosaic valve fracture followed by transcatheter valve-in-valve aortic valve replacement. No additional adverse patient effects or product performance issues were reported.